Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 150 units of insulin. The customer declined to load a new cartridge and confirmed that the current cartridge would continue to be used. Additionally, the customer reported a blood glucose (bg) level of 267 mg/dl, which was addressed with a correction bolus. The customer declined to perform troubleshooting with tandem technical support to identify the root cause of the elevated bg level, and confirmed the clinical diabetes specialist would be consulted regarding diabetes management.